Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient was scheduled for a revision of the tibial component due to loosening and or subsidence. Implant was removed and revised to a triathalon universal baseplate with a 50mmx12mm cemented stem.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿in-vivo service related damages to the insert included burnishing and third body indentations. These are commonly identified damage modes on uhmwpe tibial inserts. Evidence of bone cement was observed on the baseplate. No material or manufacturing defects were observed on any of the device features evaluated.¿ a device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. There is no evidence that this event is device related. The exact root cause could not be determined as insufficient medical information was provided and further information is needed.

Event description:
It was reported that the patient was scheduled for a revision of the tibial component due to loosening and or subsidence. Implant was removed and revised to a triathalon universal baseplate with a 50mmx12mm cemented stem.